Event description:
It was reported that the patient was brought to the operating room for a CABG (right internal jugular vein canalized). Swan-ganz catheter was opened and after passing the catheter through the covered sheath, it was observed that the balloon was broken and "peeled" from the catheter. This event occurred before passing the catheter through the introducer and patient. The item was checked and the catheter was the appropriate size for the covered sheath that was used. No patient complications were reported.

Manufacturer narrative:
The device has not been received for evaluation.